Event description:
Additional information: the scheduled intervention has been cancelled. As of date there has been no intervention reported. At the completion of the clinical assessment, a type 3a endoleak between the bifurcated stent graft and the right limb extension was identified that was not previously reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3a endoleak between the bifurcated stent graft and the right limb extension and migration of the right limb. This event is most likely user related due to the off label iliac anatomy. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed

Event description:
Additional information was received. A successful secondary endovascular procedure was completed. The physician elected to implant two (2) ovation ix extenders into the right iliac artery to treat this patient. The patient was reported as healthy.

Manufacturer narrative:
Additional information received. A successful secondary endovascular procedure was confirm thru medical records. The physician elected to implant two (2) ovation ix extenders into the right iliac artery to treat this patient. The patient was reported as healthy. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and two (2) limb stent grafts to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure, a limb migration in the right iliac was identified. An intervention has been scheduled and further information is available at is time. As of the date of this report, there have been no additional patient sequelae reported.